Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow-up. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. The diagnostics were cleared. The patient was stable and would continue to be monitored.